Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pace impedances. After the lss, myopotential noise was observed. Further review found that the patient was working at a power plant on the date of the high impedance alert. In addition, review found previous events where the device was sensing atrial fibrillation. There have been no further reports of the high impedances. The patient is not dependent and had no symptoms. The system remains in service.